Manufacturer narrative:
As this was a literature review, the specific model and serial number were not provided. This report will be updated, should this information become available.

Event description:
Per literature review: cinq-mars, alexandre, et al. (2025). Early failure of subcutaneous ICD in a patient with a variant of rapidly progressive arvc. Jacc: case reports, vol. 30, no. 21, 2025. July 30, 2025:104207. Https://doi.org/10.1016/j.jaccas.2025.104207 it was reported that via a literature review regarding a case study in france, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. This s-ICD was subsequently explanted and replaced. No additional adverse patient effects were reported.